Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) USA alleging a onetouch ping meter was showing inaccurately high readings compared to another meter. This complaint was classified using the documentation from the customer care advocate (cca). The reporter stated immediately prior to the start of the alleged issue she was "feeling low." It is unknown when the alleged issue first started. It is unknown what readings were obtained on the subject meter compared to another onetouch ultra meter. The reporter did not report what medications the patient takes to manage her diabetes. It is unknown if the patient made any changes to her normal diabetes management routine on the day of the alleged issue. However the reporter stated the patient did not receive any treatment in response to her symptoms or readings. During the time of troubleshooting, the cca confirmed the patient was using an approved sample site for testing and her test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, therefore the alleged meter reading could not have caused the alleged injury. There is no indication that the patient's conditioned worsened since the patient did not report receiving any medical intervention. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.